Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced ongoing elevated blood glucose (bg) levels of over 500 mg/dl at the highest. The user addressed bg level with a bolus and adjusting the temporary basal rate. The contact is unsure of the cause of the bg level; however, stated that the user may have eaten something they should not have.